Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced four events where the infusion set was not properly inserted due to user error from (B)(6) 2025. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 4.